Manufacturer narrative:
Failure analysis for fiber 0010-2400-529a-(B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap is not loose from the glass cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild crystal deposits on metal surface; the fiber exhibits scratch marks on outer flow tubing at the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "metal tip came loose" could not be confirmed; the glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 100,817 joules 22:56 minutes while using the surgical fiber during a prostate procedure, the fiber tip came loose. The fiber tip / cap was not cleaned during the procedure. The procedure was completed using a second surgical fiber. Patient outcome: "ok".